Event description:
Hcp reported that 15 months after implant, there was a problem with device dysfunction. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.